Event description:
Consumer reports undergoing jaw surgery and believes that gut surgical was used during the procedure. The consumer reports that the suture began splitting approximately 7 weeks following the procedure. The pt underwent an exploratory surgical procedure during which the operating surgeon reportedly explanted "suspicious" tissue. Histology reports a non-suture foreign body. The consumer was scheduled for a follow-up exploratory procedure; no further information was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.